Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and a left iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). During the procedure, a set of ibe devices were placed on the left iliac arteries. A trunk - ipsilateral leg endoprosthesis (cxt281412) was then delivered from patient's right side and deployed from just below the right accessory artery. A contralateral leg endoprosthesis was then deployed at the left contralateral gate of the cxt281412 as the bridging device. The ipsilateral leg of the cxt281412 was deployed and extended by two contralateral leg endoprosthesis. After implanting stent grafts, the intraoperative angiography confirmed the proximal end of the trunk - ipsilateral leg endoprosthesis was covering about 50% of the ostium of the right accessary renal artery. No blood flow disturbance was observed due to the vessel coverage, however, the physician implanted a bare metal stent to the right accessary renal artery to prevent future complications. The patient tolerated the procedure. It was reported that the 180mm of the treatment length was required to place the selected devices on patient's left side. However, the length of patient's treatment area (from below the right accessary artery to the bifurcation of the left renal arteries) was measured only 154 mm preoperatively. The physician deployed the trunk - ipsilateral leg endoprosthesis, recognizing the high possibility of covering the right accessary renal artery.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.